Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a CT scan "a few weeks" ago. When the patient was attempting to get on the table for the scan, the patient heard a "pop" in the back area. The patient did not feel stimulation after the incident. Impedance testing was done. At first the impedances were "xxx" for most combinations. Then the impedances were tested at 3v. Then it was stated that "all impedance measurements were no w showing within normal range". It was not clear what this meant. It was stated that the patient's stimulation was off. Then the stimulation was turned on, the patient was feeling stimulation appropriately. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient did not have their stimulation turned on. The manufacturer¿s representative met with the patient and instructed the patient on how to use the programmer again. The representative believed that the patient had a better understanding of its use following the meeting. If additional information is received, a follow up report will be sent.